Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding air in the line on the home choice (hc) machine during initial drain. The hp was asked if he inspected the patient line when priming was complete. Hp stated that he did not. The tsr instructed him to start over with new supplies and make sure to inspect the patient line when priming was complete. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(4) 2011. The caregiver (cg) stated the following: the issue may have been due to not checking the lines during priming to see if there was air but they were not sure of the cause. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.